Event description:
A report was received that the patient was having difficulty communicating between his remote control and ipg. Through troubleshooting, the bsn field clinical engineer determined the ipg was malfunctioning. A revision procedure has been scheduled for a later date.